Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was going to have a lead revision. Additional information received from the representative reported that the patient had their lead revision on (B)(6) 2018. It was stated that the right lead was causing more hand stimulation than the patient wanted and a new lead was placed that gave stimulation on the right side from the shoulder to the hand. The indications for use were post laminectomy pain and spinal pain. Additional information was received from the manufacturer's representative. It was reported that the issue was resolved and intra-op and post-op stimulation gave more even stimulation in entire right arm/hand.